Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a red screen with error code 46515. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 46515. No prior service records were found. Visual/functional testing was performed. Reported complaint was confirmed by reviewing event log history, found error code 46515. Unable to replicate the error code. Error code is related to software issue. Cleared the error code and updated software. Device passed all testing post repair.